Manufacturer narrative:
On january 21, 2008 dist rec'd a report that an incident had occurred at a facility in 2007. MFR was notified in 2008. The lift involved in this incident was viewed and inspected by the local dist and was found to be in normal working condition and is in svc at the facility. Re-training in the proper use of liko equipment was scheduled by the dist at this facility. As it is not clear from the report what caused the lift to tip, it is our opinion that if safe lifting instructions were followed, this incident would not have happened.